Event description:
The patient stated that she was out shopping and her device began beeping and she was unable to stop the beeping by pressing any of the buttons. She said the display screen displayed normal information, but was still beeping. She was advised to take out the power pack to check the expiration date and then to reinsert the power pack. The device now had nothing on the display screen and continued to beep. The patient was advised about the device power pack recall. The patient was sent new power packs and the infusion device worked fine. The patient's blood glucose was not affected. No medical treatment was necessary. No product is being returned.

Manufacturer narrative:
H6: product not returned for evaluation. Issue descirbed to agency in the recall.